Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with its original packaging, in used condition, and decontaminated. During visual inspection the proximal end female luer connector was observed to be cracked. To verify if the broken luer connector can create a leak, a leak test was performed. The unit failed the leak test confirming the complaint. A root cause for the condition could not be determined, it was suspected the damage occurred after leaving the manufacturing facility. A device history record (DHR) review could not be performed as the lot number was unknown. This failure will be monitored for threshold or escalation.

Manufacturer narrative:
Other, other text: additional information: h6 - evaluation conclusion code.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water leaked from the tip when circulating purified water during a pre-use check. No adverse patient effects were reported by the customer.